Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that intermittent noise on the pace/sense portion was observed. The ICD and lead were explanted.